Manufacturer narrative:
(B)(4). 2nd chem8+ lot information: lot# h17229, expiration date 01/28/2018, mfg date 08/17/2017. Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2017, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant potassium (k) and hematocrit (hct) results on a patient in acute renal failure at the time of testing with cartridge lots h17184 & h17229. There was no patient information available at the time of this report. The customer states that return product is available for investigation. (B)(6). There are no injuries associated with this event. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 01/10/2018. Retain product was tested and functioning according to specification. Return product was not available.